Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.